Event description:
During a radiofrequency ablation procedure for isolation of the pulmonary vein, a intellanav oi catheter was selected for use. The temperature sensor failed. It is unknown if there was a system error. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.